Manufacturer narrative:
The reported complaint of catheter leak was confirmed during functional testing of the returned icy catheter (lot # 189629). During the functional pressure leak test, a pinhole leak was observed at the distal end of the medial balloon of the catheter. The probable root cause of the reported complaint could be a latent material defect. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the distal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the icy catheter with lot # 189629.

Event description:
The ivtm therapy was initiated at 19:00 on (B)(6) 2024, using an icy catheter (lot # 189629). An icy catheter was inserted into the patient's left femoral vein smoothly and without difficulty. Rewarming was initiated around 05:00 on (B)(6) 2024, and at 23:00, the thermogard console generated an air trap warning alarm, with blood observed in the start-up kit (suk) (lot# 191220) tubing (pinwheel side). The catheter was removed by the customer following suspicion of a leak after infusing approximately 200 ml of saline fluid. The physician did not perform the catheter leak check as per the instructions for use (IFU) due to blood-filled tubing. The icy catheter and the suk were replaced to continue the treatment with the same console. No consequences or impact to the patient.